Event description:
It was reported that the customer was hospitalized for hypoglycemia. The family member stated that the reservoir came out of the pump and the customer had placed the reservoir back in the pump. In addition, it was indicated that the customer received a large amount of insulin. No further details.